Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) assisted the caller in resetting the pump using the provided instructions, and the fault did not reoccur. The customer was advised to call back if the malfunction code recurs, and the caller acknowledged and understood the guidance.